Event description:
It was reported that it was impossible to interrogate an implantable pulse generator (ipg) with the programmer. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the radiofrequency (rf) head connector on the link electronic module (lem) circuit board was defective. It was also noted that the stylus was broken. (B)(4).